Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on an unspecified date in january she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported she felt "dizzy, had a headache, couldn't see well" and that due to her symptoms, she could not self-treat. Customer had contact with an hcp who diagnosed her with hyperglycemia and treated her with an insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and with strips insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
A customer reported that on an unspecified date in january she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported she felt "dizzy, had a headache, couldn't see well" and that due to her symptoms, she could not self-treat. Customer had contact with an hcp who diagnosed her with hyperglycemia and treated her with an insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.